Event description:
The customer reported via phone call that she was hospitalized on 05/07/2015 with a diabetic ketoacidosis. A 911 call was made due to her high blood glucose level. Customer's blood glucose level was 450 mg/dl. The customer was placed on insulin drip. She stopped wearing her insulin pump a week prior to the 911 call because she did not have any supplies. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.